Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "use error - open clamp." The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or assist device. A clamp was left open on an unused line. The home patient (hp) stated she never knew she was supposed to close the spare supply line clamp. The technical service representative (tsr) explained and cleared the alarm, and referred the hp to her on call registered nurse for further medical instructions. The hp would do a manual exchange. Proper procedures were reviewed with the hp. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.